Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using a vaccess CT port. After a period of use, intermittent difficulty aspirating (drawing back) from the port was reported. The issue did not occur consistently but was noted on several occasions. Two portograms were performed to evaluate port function, and both results were normal. It was observed that raising the patient¿s arms and asking the patient to cough typically restored port function. The patient was subsequently hospitalized, and cathflo (alteplase) was administered to address a suspected fibrin sheath. The current status of the patient was unknown.